Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), customer reported that they have a patient on a cs300 who is awaiting transplant and ambulatory. Customer states that when they get the patient out of bed and unplug the pump they get an immediate low battery alarm. Customer confirmed that the mains power switch is on and that the pump is plugged into a working red ac wall outlet.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country, initial reporter),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 at this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Repair service was not requested by customer.